Event description:
It was reported that the device was leaking. Patient involvement unknown.

Manufacturer narrative:
Other, other text: UDI section of d4 is unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b5 and h6. Health effects codes, updated.

Event description:
Additional information received via email. The event occurred during testing. The event date was unknown. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found that the reservoir gasket is worn out, the quick connector was corroded, the pcb was not alarming, the reflux plug was missing and the device failed the electrical test. During the functional testing, it was confirmed that the reservoir is leaking from the bottom of the water tank cover. The cause of the issue was the worn gasket. The reservoir gasket was replaced along with the quick connector, pcb, reflux plug and heater. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.